Event description:
The customer reported, the hand held display only shows a blinking cursor and dicom box will not boot. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the dicom box. System operates as intended. (B) (4).